Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving add gel messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (add gel messages) was confirmed. Upon eval, the distribution node (dn) to therapy electrode cable was pulled from the strain relief and the gel fire wire was broken. The root cause of the damaged cable and broken wire could not be positively identified but was likely excessive force. No adverse event resulted from the strained electrode belt cable and broken gel fire wire. The pt received a replacement electrode belt.